Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an unknown issue with her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation.the patient reported that she first noticed a problem with her meter at 7:51am on (B)(6)2014. The cca noted that the patient had reported, dates and times unknown, the meter ¿did not work but did not know what happened¿. The patient does not administer medication to manage her diabetes. She denied making any changes to her usual diabetes management routine as a result of receiving the alleged inaccurately low readings. The patient reported, at date/time unknown, after the problem with the meter started, experiencing symptoms of ¿sweating, dizzy¿. No treatment or medical intervention was specified.during troubleshooting walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the issue with the meter began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.